Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 500 mg/dl. The customer was treated with the pen. The customer was admitted at (B)(6) on (B)(6) 2014. The patient was not in an accident. The patient insulin pump was taken off the day he was in intensive care (B)(6) 2014. The customer mother could not troubleshoot as she was at her office and advised that she would call us back. The troubleshooting was performed. The customer insulin pump passed the test, patient mom does not feel comfortable with the insulin pump and per the doctor, she would like to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.